Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Review of sensor data indicated that the system was working within expectations. Also it indicated that calibration instructions in the eversense user guide were not followed. Custome care intended to provide the advice on the proper calibration practices, however, the user remained unresponsive to the multiple contact attempts. No further follow up with the user was possible. Dms showed that the user was actively using the system.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.